Event description:
A (B)(6) male pt called a zoll pt service representative to report that his charger wouldn't power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power up due to extensive contamination within the charger. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement.